Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the left ventricular (lv) pace impedance was greater than 3,000 ohms. The out-of-range impedance was associated with electrode #2 on the lv lead. The lead was disconnected, and some blood was observed on the proximal end. The lead was cleaned and re-inserted into the crt-d header and the lv #2 impedance still remained greater than 3,000 ohms. All other vectors showed appropriate impedance measurements. No damage was observed on the lv lead; however, it was noted that during the procedure it was difficult to cut away the lv guide catheter. At the post-operative check the following day, all lv lead vectors had impedance greater than 3,000 ohms. The lead remains implanted and no adverse patient effects were reported.